Event description:
It was reported that the implantable pulse generator (ipg) was implanted and the patient encountered heart rate variations. The ipg was reprogrammed with the pacemaker frequency response function closed, and following the reprogramming the patient experienced some shortness of breath and chest tightness. The ipg remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).